Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) the home choice (hc) device during use during dwell 3 of 5. The home patient (hp) was connected to the machine. The hp was not sure for how long had the hc had been alarming .the baxter technical representative (tsr) had hp power cycle the hc . The hc alarmed se 2367. The tsr had hp power cycle the hc again. The hc went to "press go to start". Tsr had the hp disconnect and discard all supplies. The tsr explained the alarms and advised hp to contact registered nurse(rn) . There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown, batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The root cause of the complaint was not determined. This issue is being investigated through CAPA.